Event description:
The account stated that the axsym analyzer generated a discrepant troponin result on a patient sample. The initial result was 0.000 ng/ml and the repeated result was 0.400 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.